Manufacturer narrative:
Tandem quality engineer evaluated pump data at the time of event and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 79 mg/dl, nausea, and a loss of consciousness. The cause of the low bg was unknown. Reportedly, customer received assistance from emergency medical technicians and insulin was manually suspended. Subsequently, customer was hospitalized. When customer arrived at hospital, bg level was 520 mg/dl. Bg was treated with intravenous insulin, and saline. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained.